Event description:
The customer reported a leak of fluid onto the reagent carousel aspirate tray of the unicel dxc 600 synchron system. The customer was unable to determine the cause of the leak nor the identity of the fluid. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered liquid on the reagent probe drip tray of the reaction wheel cover and on the exterior of 3 reagent cartridges. The fse replaced the reagent probe b collar wash to resolve the leak. Repair was verified and results met published specifications. Failure mode of the leak is attributed to the collar wash valve. Beckman coulter internal identifier for this report is (B)(4).